Event description:
It was reported that the pump exhibited a downstream occlusion alarm. The patient did not receive the intended dose due to the medication leakage. The patient was evaluated for the port site assessment and experienced redness and irritation. Continuous infusion rate was 3 ml/hr, reservoir volume to be infused at 138 ml and 108 ml was given. There was a patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3: correction. H3: the device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.